Event description:
It was reported that the patient was admitted to emergency on (B)(6) 2025 due to chest discomfort with dizziness. Systolic blood pressure at home was 80-90 mmhg. Dizziness was most likely induced by hypotension. IV normal saline was given and losartan was off. Telemetry showed no prolonged pause. ECG and CT brain showed no abnormality. A v-scan showed trace rim of pericardial effusion (<0.5cm). Early follow up was arranged for v-scan. Dizziness and chest discomfort subsided, and the patient was discharged on (B)(6) 2025. It is unknown if the device will be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that the patient was admitted to emergency on (B)(6) 2025 due to chest discomfort with dizziness. Systolic blood pressure at home was 80-90 mmhg. Dizziness was most likely induced by hypotension. IV normal saline was given and losartan was off. Telemetry showed no prolonged pause. ECG and CT brain showed no abnormality. A v-scan showed trace rim of pericardial effusion (<0.5 cm). Early follow up was arranged for v-scan. Dizziness and chest discomfort subsided, and the patient was discharged on (B)(6) 2025. It is unknown if the device will be returning.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion, dizziness, chest pain, and additional intervention required are a known inherent risk of use of this device. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Risk review: a risk review performed for the farawave device confirmed that the event of pericardial effusion, dizziness, chest pain, and additional intervention required are known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, dizziness, chest pain, and additional intervention required are a known inherent risk of the farawave device. Pericardial effusion, dizziness, chest pain, and additional intervention required are an expected procedural complication addressed within the IFU for the farawave. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.